Manufacturer narrative:
Updated component code grid.

Manufacturer narrative:
Updated health impact code grid.

Event description:
It has been reported that adult pads were used on an infant patient and the user is questioning the detection of the patient's rhythm during a patient use event. The patient did not survive.